Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using both ac and battery power. Internal inspection revealed damage to the ui ribbon cable insulation causing an exposed wire. When the exposed wire contacts a nearby grounding point on the device's internal ac/dc power supply, the device may shut down abruptly. The power button on the keypad was mechanically unresponsive unless excessive force is exercised. Mechanical failure of the power button could potentially result in unexpected power off of the device. Additionally, the c200 pad was found lifted off of the system board. The customer complaint could not be confirmed. This customer received multiple notifications of the above recall. The customer never responded and the device was never returned.

Event description:
It was reported that the device turns off by itself. It is unknown if an error message and/or audible alarm occurred. The unit was able to engage in monitoring activities. No known impact or consequence to patient.